Manufacturer narrative:
Inability to remove the sensor is a known and anticipated potential adverse effect. It was reported that the user's sensor could not be removed during the removal procedure. The user reported some soreness after the event. Despite multiple follow up attempts with the user and hcp, there was no response and the removal status of the sensor could not be confirmed. B4. Date of this report 31 january 2025. D4. Updated additional device information. G3. Date received by the manufacturer? 31 january 2025. H3. Device evaluated by manufacturer? No. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Event description:
Senseonics was made aware of an incident where hcp was not able to remove the sensor on the first attempt made on (B)(6) 2024.user was having symptoms of pain and soreness.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. The additional information will be provided in a supplemental report.